Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father reported on 3/3 at 7:25 am his daughter activated a new pod and for the rest of the day her blood glucose was reading between 115 mg/dl to 254 mg/dl. Her bg, carbohydrate intake and insulin history for the following days (3/4) is as follows: he stated his daughter was very irritable, complaining of being hot and she also has a stomachache. At 6:36 am they deactivated the pod and noticed the cannula was kinked.